Event description:
A resmed employee was demonstrating the astral ventilator and observed a system fault displaying "ventilation stopped return for service". The device was not on a pt at the time the fault was observed. Reference: MFR #3004604967-2014-00023.